Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) internal test error #50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) internal test error #50. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h11. Additional contact information: (B)(6). The customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.